Manufacturer narrative:
(B)(4). No conclusion code available. The reported inability to communicate was confirmed in the laboratory and was due to a depleted battery. Review of the device diagnostics indicated the excessive charging due to noise. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that during routine follow-up in the hospital the physician could not interrogate the device. He tried several times with two different merlin programmer. The patient enrolled in (B)(4). This data revealed that there was lead noise with non-sustained vf episodes and aborted charging. The device was explanted and replaced. The patient was in good condition after the device replacement.